Event description:
The account stated that some patient calcium results were lower than the normal range and repeated higher when fresh reagent was used. There was no allegation that patient treatment was affected by the incorrect results.